Event description:
Since day one I have been in excruciating pain, all over my body, depression, anxiety, suicidal, mood swings, repeated urinary tract infections, immune system deteriorating, doctors continue to tell me it is all in my head.